Event description:
The autopulse platform (sn (B)(6)) was used with the autopulse li-ion battery (sn (B)(6)) to resuscitate the patient in a cardiac arrest. The platform stopped due to the failed battery, and the crew switched to the second autopulse li-ion battery (sn (B)(6)); however, the second battery did not work. The crew immediately reverted to manual CPR. The patient's status information was requested, but the customer did not provide a response. Back at the station, the platform was tested and prompted the user to replace the battery when multiple batteries were used. Please see the following related MFR reports: MFR 3010617000-2024-00039 for autopulse platform (sn (B)(6)). MFR 3010617000-2024-00038 for autopulse battery 1 of 2 (sn (B)(6)).

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.